Manufacturer narrative:
ER collected specimens via syringe from an IV catheter line for chem screen analysis. Initial calcium result reported was 5.9 (ref range 8.5-10.4). We informed the hospital that a review of our lot history does not indicate any other issues with this lot (6100965). No other issues were noted at the hospital regarding this lot. Testing of customer return samples demonstrated satisfactory performance and no clinical differences for donor samples tested.

Event description:
From our investigation of these results and our teleconference with la hospital, it appears the first sample tested sodium heparin green top tube (at 12:18) was the sample in which the doctor made the decision to administer calcium due to the low result of 5.9. Another green top tube was redrawn (at 13:26) following the administration of calcium providing a result of 12.1. When the original sample was retested (at 14:15), all results duplicated, again producing a calcium result of 5.9. This led them to test the red top tube drawn (at 13:48) with the first samples tested. This produced all normal results similar to the 13:26 tubes with the exception of the elevated calcium result (8.8 vs 12.1).